Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the description of the event, most likely once diathermy was applied, combustion occurred due to flammable vapors and/or disinfectant that was around the operative site. The phenoxyethanol contained in the disinfectant (octenisept) can form a flammable vapor-air gas mixture at elevated temperatures. There are warnings in the erbe esu user manual addressing these issues (i.e., when using disinfectants, care must be taken to ensure that they are not flammable or that these agents have evaporated completely and been removed from the division where sparks are generated, at least before using the electrosurgical unit. It must also be checked that no disinfectant has accumulated in body cavities, such as the vagina.). No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) at the beginning of a vaginal loop electrosurgical excision procedure (leep). The esu was used with an erbe handle [part number (p/n) 20190-160, lot number (l/n) cep1d02g] and an erbe loop electrode (p/n 21191-344, l/n wo365684). A return electrode from asmuth (p/n as338) was attached to the patient's right thigh. Upon activation, "a small deflagration reaction" had occurred in the vaginal area. Since the surgical region looked inconspicuous, the procedure was completed without further issues. Six (6) days later, the patient presented with blistering, swelling, and pain in the area of the labia bilaterally and the vaginal entrance. 15 days after the procedure, there were burns with blistering and superficial inflammation in the surgical area. The total size of the necrosis was 6 cm2. To address the issue, the patient received wound care treatment and was followed-up as an outpatient.